Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were deploying; however, they deployed from the proximal end, the seventh band deployed first and then the sixth band. The physician stopped using this device and withdrew the device from the endoscope. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.